Event description:
During surgery, the surgeon placed the u-lag screw into the patient bone. The surgeon tried to insert the u-blade using the inserter. When the surgeon checked x-ray image, u-blade was spreading and deforming. Therefore the surgeon removed u-blade. When the surgeon tried to correct of removed u-blade, u-blade broke. The surgeon did not use u-blade, the surgery was completed.

Manufacturer narrative:
Evaluation summary: a review of the DHR for u-blade set and included u-blade revealed no discrepancies. Investigation of the device returned (only the u-blade from the u-blade set) revealed that the device broke in a forced ductile fracture due to bending overload. Failures in material or manufacturing of the broken blade were not found. Mechanical properties of the material of the item are within specified tolerances. Evaluation and appearance of the breakage surfaces reveal that the blade broke in a forced ductile fracture due to overload by bending. With respect to the orientation of material deformation and -displacement the breakage mechanism could be reconstructed using a sample u-blade set. Most likely, one of the blades had not been inserted into the corresponding flute of the lag screw as intended. Referring to the event description (¿¿u-blade was spreading and deforming. ¿¿) and to the evidence that the peg had been bent outwards it remains to be determined if the insertion procedure was not followed as required. The exact root cause for difficulties upon insertion of the u-blade are not mentioned, respectively could not be determined. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During surgery, the surgeon placed the u-lag screw into the patient bone. The surgeon tried to insert the u-blade using the inserter. When the surgeon checked x-ray image, u-blade was spreading and deforming. Therefore the surgeon removed u-blade. When the surgeon tried to correct of removed u-blade, u-blade broke. The surgeon did not use u-blade, the surgery was completed.